Manufacturer narrative:
The lens remains implanted, however, there are plans to explant the lens. No date has been set yet. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on an unknown date of service. There are plans to explant the lens because residual astigmatism exists in spite of laser and manual limbal relaxing incisions (lris), also noted is patient needs a toric symfony iol. The patient also complains of blurry vision. The patient''s visual acuity pre-operatively was 20/30-1 best corrected visual acuity (bcva) and the patient''s visual acuity post-operatively was 20/40. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.